Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2019. The patient¿s mother stated that the sensor was removed on (B)(6) 2019 due to pain as the sensor pod had cut the patient. After removing the sensor, she noticed a small cut that was infected and leaking pus. The patient¿s mother stated that the infection seemed to be localized to where the sensor wire was inserted into the skin. On (B)(6) 2019 the patient was brought to her primary physician, who prescribed a topical antibiotic cream to treat the skin reaction. The patient¿s mother did not recall the name of the prescribed cream. At the time of contact, it was indicated that the patient was well. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites.